Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Device received with minor scratched lcd window. Unable to verify pump error 53 alarm due to critical pump error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump received open book error image. Customer received failed battery alarm. Customer¿s blood glucose level was unknown. The customer reported that they change the battery and received open book image on the screen. Customer also received software error. The insulin pump was damaged. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.